Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the connection of a quad-fuse extension set and a non-carefusion/bd connector during a lipid infusion in the picu. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between a quad-fuse extension set and a non-bd needle free connector was not confirmed. The set was visually inspected and no anomalies were observed. Inspection under magnification revealed a very thin hairline partial fracture on each female luer. Functional testing was performed and no leaking was observed. Dimensional testing was performed on all of the female and male luers of the set and all measured within specification. In spite of the hairline cracks the reported leaking was unable to be replicated and the root cause therefore could not be identified.